Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported with drawer failure. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.